Manufacturer narrative:
Reporter is a j&j sales consultant. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint devices it can be seen that the screw is deformed, this thus confirming the complaint description. In addition, the screw head is badly damaged and deformed, visible are two (2) deformation points at the edge of the screw head diameter, and one side of the screw head is slightly deformed in direction screw tip, the damage (at the screw head) most likely resulted from pliers. Furthermore, there are deformation visible at the recess. Dimensional inspection: despite the deformation, we are able to check the length of the screw, the length got measured per relevant drawing and the measured result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on DHR review we are able to confirm that the right raw material got used and that it met all inspection acceptance criteria. Summary: based on the damage at the received part, and the provided complaint description, we are able confirmed the complaint. The mentioned damage found by visual inspection, can clearly be traced back to use. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2019. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the break resulted from excessive and/or lateral pressure on the screw tip. To prevent such problems, it is necessary to operate according to the technique guide (dsem/cmf/0914/0034(1); page 5, warnings: warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 400.834s, lot: 6l09432, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 18.sep.2019, expiry date: 01.sep.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part was manufactured in (B)(4), part: 400.834.05, lot: 11l1217, manufacturing location: (B)(4), manufacturing date: 27-jun-2019, part number: 400.834.05, ti low profile neuro screw self-drilling 4mm, lot number: 11l1217 (non-sterile), lot quantity: (B)(4). Four pieces were scraped in cell, m-line export pack/label,for being an excess packaging quantity. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00, lot number: h851352, lot quantity: (B)(4) lbs. Certified test report received from (B)(4) company dated 07-feb-2019 was reviewed and determined to be conforming. Lot summary report dated 05-mar-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was packing screw breakage. During the surgery of aneurysm clipping, when the packing was opened (did not use on the patient), it was noted that the screws were broken. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. No additional information provided. During manufacturer's investigation of the returned device it was noted that the screw is deformed. In addition, the screw head is badly damaged and deformed. This product condition was re-evaluated and determined to be reportable on (B)(6) 2020. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).